Event description:
The customer contact reported solution from the solution container on channel b back flowed into to the drip chamber of channel a. At an unspecified date and time, channel a was programmed to deliver an unspecified concentration of levophed at a dose rate of 0.7mcg/kg/min. Channel b was programmed to deliver an unspecified concentration of vasopressin at a rate of 2.4ml/hr via a manifold connected to a central line catheter and the deliveries were started. No further programming parameter were provided. In 2009, at approximately 1530, the nurse noted the pt's systolic blood pressure decreased to 58mmhg. At this time, the nurse noted the drip chamber of the tubing set delivering levophed was reportedly full and the 'vasopressin was backing/infusing up into the levophed line." The levophed delivery was titrated to an unspecified rate and the delivery was resumed. It was reported that after 8 minutes, the pt's systolic blood pressure increased to 174/100mmhg. At this time, the therapies were stopped. After an unspecified length of time the deliveries were restarted. It was reported that fluid back flowed from channel b to channel a on 2 other occasions during the 12 hours shift; however, no specific pt or event details provided. The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt sequelae. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing.